Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridges were filled with 120-140 units of room temperature insulin. During troubleshooting with tandem technical support, the customer was able to successfully fill a cartridge with water. Then, the customer loaded a new cartridge with insulin and was able to successfully complete the load process, and resume insulin delivery. The customer's blood glucose level was 180 mg/dl.